Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the transmitter (part stt-gl-003/serial no.(B)(4)), that was being used with the receiver during the reported event of permanent out of range was returned. Evaluation of the returned transmitter did confirm the reported event.